Manufacturer narrative:
The product was not returned. A photo was provided of the explanted lens on a piece of gauze. There appeared to be viscoelastic on the lens. One haptic was broken-gusset area (not pictured). The optic had been cut into two pieces, typical of an explant. Due to the texture of the gauze, we are unable to visualize any other damage a root cause determination cannot be made from the provided photo. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The sample cannot be returned due to country regulations regarding open samples. Photo was provided. One haptic was observed to be broken-gusset area. The optic had been cut into two pieces, typical of an explant. Due to the texture of the gauze, we are unable to visualize any other damage. A root cause determination cannot be made from the provided photo. It is unknown if an adequate amount of viscoelastic was used or if the lens was properly loaded. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU(instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when placing the lens, haptics was broken. Broken haptics were removed. Lens is still in patients eye. The patient is experiencing positive dysphotopsias. Additional information was requested and stated lens optic broken. Lens was explanted in a secondary procedure. The patient was recovered.